Manufacturer narrative:
Updated information: d6b explant date added. D9 device return date added.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d9 (is device returned to manufacturer?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge leak from the sidearm was not determined as the returned product was unable to reproduce the leak and insufficient clinical details.

Event description:
The user facility reported a 74 year old male with a impella 5.5 for pre-op placement. It was reported that a leak of suspected purge fluid was found on the floor under the console. A slow drip appeared to be coming from the distal end of the purge filter unit where the polycarbonate meets a piece that tapers to the drive cable. There was no patient harm. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.